Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, the anvil was placed in the bowel and the stapler was inserted, however, they could not get to the green indicator meaning thick tissue. The stapler was opened and remove some bulk around the anvil and noticed that the anvil already tripped and was tilted. The stapler did not fire since it never went into green zone. Another stapler was used and resected the area where the spike went through to ensure bowel integrity. The new anvil was placed and inserted to the stapler and fired and showed no leak on bubble test. They had to resect more or the sigmoid to ensure no tears and the case was completed. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that part of the crush ring was observed to be crushed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.